Event description:
Related manufacturer report number: 2017865-2023-11901. It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed several episodes of inappropriate automatic mode switch caused by over-sensing exhibited by the right atrial lead. Additionally, the patient experienced dyspnea and fluctuations in capture threshold were observed by the pulse generator. No interventions were reported. The patient was stable.